Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination revealed that the staples are misaligned. Approximately 27 staples remain in the cartridge indicating that 8 staples were fired by the end user. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The trigger was engaged, however the staple would not load into the forming tool correctly. The stapler fired one partially formed staple. The misalignment of the staples in the cartridge is preventing the staples from loading into the forming tool correctly. The stapler was disassembled and it was confirmed to be assembled correctly. The misaligned staples could not be corrected. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: a corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined.

Event description:
Alleged event: after stapling twice the stapler would not bend any more. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500670 investigations did not show issues related to the complaint. The device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after stapling twice the stapler would not bend any more. The patient's condition was reported as fine.